Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that it took 21-22 units of insulin to observe insulin drips exiting the infusion set tubing. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support.